Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of this IFU lists potential adverse events including infection (local, driveline or pump pocket infection), stroke, and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a transesophageal echocardiogram (tee)/emergent redo sternotomy, incision and drainage of sternal wound, repair of outflow graft tract (sternal infection), and partial sternotomy were performed. On the day of surgery / post operative day 1, the patient had an embolic stroke. They experienced left hemiplegia and right gaze deviation. A computed tomography perfusion of the brain was performed. The patient passed away and the cause of death was the stroke. The death was not considered to be device related and was stated to have operated as expected. No autopsy was performed. The device was not explanted. The device would not be returned for evaluation.